Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the drill attachment performed according to all specifications. Due to the age of the device, the serial number markings were becoming worn and potentially illegible, so the device will not be returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.